Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/12/2021. Additional information: h6, h4. D4. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2021-01243, 2210968-2021-01245, 2210968-2021-01246. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent surgical procedure for dehiscence on (B)(6) 2021 and suture used on the overjet of the abdominal wall. During the procedure, the suture broke. Another device was used to complete the procedure.